Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of the homechoice cassette disconnected from the supply bag during prime of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. The patient would start over with new supplies to complete therapy. No additional information is available.